Manufacturer narrative:
(B)(4). Evaluation: no device failure detected. Investigation summary: device labeling warns the operator to consider all clinical specimens, reagents, controls, surfaces or components that contain or have contacted blood, serum, or other bodily fluid as potentially infectious. Wear gloves, lab coats, and safety glasses, and follow biosafety practices. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue. This is the final report.

Event description:
The customer reported that while removing the cap on a waste container of the cd 3200 cs analyzer that she was splashed in the corner of one eye with fluid. The patient sought medical attention. The eye was flushed out and no medical treatment was given or medication administered. No injury to the eye or vision impairment was reported. The patient will have follow-up blood work for exposure. The person was wearing personal protective equipment at the time of the event. No further impact to patient management was reported related to this issue.

Event description:
The customer states that false positive results are being generated with the axsym troponin-I adv assay on one specific patient sample. This same patient sample generated negative results on two other non-abbott platforms. The customer states that this issue has been seen over several different reagent lots (no data on these lots was made available). No specific patient information was provided by the customer. Results were reported from the lab with no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.